Manufacturer narrative:
Immediately following notification, stimwave quality and the territory manager reviewed events preceding the issue. The patient had a permanent procedure performed on (B)(6) 2019, in which one (1) stimq receiver stimulator was implanted at the infrapatellar nerve on the right knee. The territory manager confirmed that the implant procedure was performed in a sterile environment, sterile field handling protocols were used, the procedure was completed in accordance with the product instructions for use, and the sterile barriers of all product used were intact prior to implant. The procedure was completed without complication, and the territory manager maintained contact with the patient following implant. On (B)(6) 2019, the patient followed up with the implanting clinician and reported a potential infection. The implanting clinician evaluated the implant site and noticed the received pocket appeared infected. The patient was prescribed antibiotics. The device remains implanted and no further complications were reported. The territory manager followed up with the patient following the antibiotic treatment. The patient reported the infection was healing and the device was providing therapy. Infection is known adverse event for peripheral nerve stimulation that is reduced as far as possible in the product's risk management file. Through a review of sterilization and packaging records for the respective product lot, stimwave confirmed that the product was delivered sterile, no trend of infection is evident for lot swo190423, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The root cause of the complaint could not attribute to device failure, the inability of the device to meet performance or safety specifications, or nonconformance to physical or functional device specifications. The root cause of the issue may be attributed to non-compliance, patient history, or the patient's predisposition to infections. Corrective action is not required to remedy the root cause of the complaint, as the device did not fail to meet performance or safety specifications and stimwave's infection rate has not increased. Stimwave has confirmed that the issue is a known adverse event, reduced as far as possible, and documented in the stimwave risk management file. Stimwave was in constant contact with the territory manager from december 27, 2019, onward regarding the complaint and the root cause investigation. Stimwave confirmed that the product did not fail to meet performance and safety specifications. Stimwave has informed all parties that the product was not the source issue. In compliance with medical device reporting requirements and responsibilities, stimwave quality and its chief medical officer have determined that this issue is considered reportable as the event resulted in injury that required medical intervention to preclude potential permanent impairment or damage. This event must be reported to the united states food and drug administration (FDA) by january 26, 2020.

Event description:
Stimwave quality has investigated the details regarding a complaint resulting from an infection reported to stimwave on (B)(6) 2019, by territory manager.